Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-aug-08 reporting that the cause was supposedly because the patient's device was turned off. This occurred twice. The patient did not turn it off themselves and was discouraged from the event. It was noted that the patient thought the issues had resolved. They had to keep an eye on the recharger to make sure it was charging. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that on (B)(6) 2019, they weren't able to charge their ins and had seen the charge complete message. The programmer was used to check the implant and it was confirmed that the stimulation was off by the "stim off" icon. It was reviewed how to turn stimulation back on, and the patient confirmed they could feel stimulation when they turned it on. It was reviewed with the patient that it hadn't been long enough for the battery to deplete since they last charged because the stimulation had been turned off. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s therapy was turning on and off by itself. They stated that they were going through periods of time where they did not have to charge the ins/ins was not charging which was clarified to mean that the ins would show a full battery when the patient would start a charge session or it would be charged within a minute. The patient stated that this usually happened for two weeks at a time and then suddenly they would start charging again. It was indicated that currently this had occurred for over three weeks. The patient stated that they used the recharger to charge the ins. They stated that they kept their programmer in the bathroom to change their programming for daytime and night time programming. It was unknown what the patient was doing when they would feel their stimulation turn on/off but they indicated that it was not related to positional movement. They stated that it was occurring intermittently. It was indicated that today the patient¿s programmer showed the stimulation was off on group e at 3.20 when their therapy turned on and/or off by itself. It was suggested that the patient keep a journal of the on/off incidents. Best recharging practices were reviewed and that the patient was told that they should keep the ins charged. The appropriate button use, icon meaning and how the charge level could impact the ins turning off was reviewed with the patient. The event date was asked but was unknown. The patient just stated that it began sometime within the past three years after their implant was put in. The patient called back later the same day reporting that they were seeing ¿ins sufficient screen¿ and they were concerned that this could not be correct. The patient stated that they charged 2 times a day. The screen meaning was reviewed and along with the benefit of frequent charging. It was confirmed that their equipment was working as intended. No further complications were reported/anticipated.